Event description:
It was reported that an, 840 ventilator generated error codes which rendered the ventilator inoperable condition. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the latest version of the operational software was installed. The unit passed all testing and operated within the manufacturing specifications.